Event description:
Champion-af study: it was reported a leak occurred. Th patient was on apixaban therapy prior to the index procedure. A left atrial appendage (laa) closure procedure was performed and a 27 mm watchman flx closure device was implanted. The patient was discharged on apixaban. At the four-month routine follow up, transesophageal echocardiogram imaging revealed an incomplete seal around the closure device with the largest residual jet size of 6 mm. A residual atrial septal shunt of size less than 3 mm was also noted from left to right direction. It was noted that the baseline tee assessment from three (3) months prior revealed complete seal of the closure device. At the time of the event, the patient was on apixaban.